Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump was alarming no delivery. The customer's blood glucose level was 97 mg/dl. During troubleshooting, the customer was able to change the reservoir and resolved the problem. The customer was advised that the reservoir would be replaced and to return the malfunctioning reservoir back for analysis.